Event description:
Customer reported that she had high blood glucose of 250 mg/dl due to her insulin pump did not delivered the insulin. Customer stated that he had a motor error and the insulin pump did not work correctly all day, it did not deliver any insulin. Customer stated that the insulin that he was using was expired. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testing including displacement, occlusion, prime test and verify no delivery anomaly due to motor error alarm. The insulin pump had a scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.